Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was broken was confirmed. An assessment was performed which found that an electrical pin was pushed back which caused an e5 error. It was determined that the pin being pushed back was a result of the connector not being properly aligned and forced into the female connector when plugging it into console. The assignable root cause was determined to be component damage due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing it was observed that the motor device was broken. During in-house engineering evaluation, it was observed that the device had an e5 error code and a bent connector. It was not reported if there were any delays due to the event or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.